Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer's complaint that the attachment does not function was confirmed. The device was evaluated and the complaint was substantiated. It was frozen. This was most likely due to immersion during cleaning. Placeholder.

Event description:
It was reported that two sagittal saw attachment needs repair. The items fell apart and springs fell out on the first sagittal saw attachment. The second sagittal saw attachment quit working. No further information was provided. This is report 1 of 1 for complaint (B)(4).